Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 months post thv in sav with a 26mm sapien 3 ultra valve (s3u) placed inside a 27mm surgical valve, the patient underwent a post dilation due to increased gradients. The post op discharge tte showed a mg of 18mmhg, on a month later the patient had tee that showed a mg of 22mmhg. The patient still remained sob, it is unknown if current sob is related to valve function. The patient was brought to the lab to have invasive hemodynamics assessed with plan to post dilate or fracture the existing 27mm surgical valve. Tee was preformed and it was noted that the valve function appeared to be normal. Procedural cath mean gradient was measured at 14mmhg and tee at 20mmhg. It was decided to use a 26mm true balloon to post dilate. Post dilatation cath mean gradient was 8mmhg and tee was 15mmhg. It was decided to not implant another valve. The patient was stable throughout.